Event description:
The customer reported that there were errors on boot up. No pt info was available.

Manufacturer narrative:
The company biomed cleared the problem and wishes to cancel the service call. No service was performed by ge oec.